Event description:
Per incident report: blood sugar on baby at 8:30 am came back as <25. I then did a point of care (poc) and it was 14. The baby had a peripherally inserted central catheter (PICC) line with 20% dextrose (d20) running through it, so when I looked at my line, I noticed the tubing was completely kinked where the bag tubing meets the pump. Normally the pump should alarm as "upstream occlusion" when this occurs, but there was never a single alarm. I even kinked it off in various spots to see if the pump would alarm and it never did. This was a pediatric (peds) pump. The resident ordered a 7.4ml bolus of 10% dextrose (d10). After the bolus, the blood glucose was stable at 104.